Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("debilitating pelvic pain/ pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("debilitating abdominal pain"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (hysterectomy with removal of the essure). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression and pelvic pain to be related to essure. The reporter commented: because of the requirement to undergo a hysterectomy with removal of the essure device patient has been left with serious injuries. Most recent follow-up information incorporated above includes: on (B)(6) 2019: new pfs received : new event: "plaintiff did not underwent essure confirmation test" was added. New reporter and plaintiffs information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('debilitating pelvic pain/ pain/chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("debilitating abdominal pain"), anxiety ("anxious"), depression ("depressed") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy with removal of the essure). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, anxiety, depression and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea and pelvic pain to be related to essure. The reporter commented: because of the requirement to undergo a hysterectomy with removal of the essure device patient has been left with serious injuries. Plaintiff received treatment for pain? Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received. Event : dysmenorrhea (cramping) added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("debilitating pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("debilitating abdominal pain"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (hysterectomy with removal of the essure). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression and pelvic pain to be related to essure. The reporter commented: because of the requirement to undergo a hysterectomy with removal of the essure device patient has been left with serious injuries. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.